Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v003825, implanted: (B)(6) 2006, product type: lead. Product ID: 3708360, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020 information was received from a manufacturer representative. Rep reported intra-op impedance issues. No further information was available at the time. Additional information was received from the rep. Patient information was provided. Rep clarified that connectivity demonstrated closed circuit on electrodes 0-3 for the remaining 4-7 electrodes demonstration showed open circuits. The patient had known with previous programming that damage along the extension or lead was restricting programming. It was difficult to determine what exactly may be causing open circuitry damage to the extension of the lead itself which was implanted in 2006. Actions/interventions took place to resolve the issue was programming the active electrodes to obtain as much stimulation pattern for the patient, ultimately a referral to a neurosurgeon for further troubleshooting or lead replacement has been agreed upon with the physician and patient to further address the matter. The provided information has been confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
Product ID: 3998, lot# v003825, implanted: (B)(6) 2006, product type: lead; product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported he added a program, but the patient does not have the ability to adjust any of the 3 programs currently with her controller. The rep was walked through checking patient access which was not active. After activating caller confirmed patient was able to adjust intensity. The rep reported that the patient impedances on the right side were of lead were all over 40,000 ohms. This was also seen intraop. All of patient's left side contacts are good but indicated pain is on her right. The patient was scheduled to have a consult with healthcare provider (hcp) for possible lead revision/replacement. No further complications were reported/anticipated.